Event description:
The event is reported as: the tip of the handle broke off; it won't hold in open position. The customer also reports that the issue was discovered during a surgical procedure when the device would not hold tension. There was no piece found, and per customer, there's the possibility that the end of device is missing because it did not fit fully into the rachet bar. No patient injury or intervention reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The results of the investigation are not available at the time of this report.